Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "swelling... After receiving the covid-19 booster. The swelling has subsided, but the right implant appears to be deflated. The patient has textured saline filled mammary implants at this time" against right device. Device remains implanted.

Event description:
Healthcare professional reported "swelling...after receiving the covid-19 booster. The swelling has subsided, but the right implant appears to be deflated. The patient has textured saline filled mammary implants at this time" against right device. Healthcare professional additionally reported any creases and plug strap separated. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified one linear opening, flat creases, total delamination of plug strap disk shell and black particles in device outer surface. Leak test and microscopic analysis was performed which identified one sharp opening, nick other and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the posterior assessed as unidentified (tear) opening. Total delamination of plug strap disk shell assessed as adhesive failure. Nicks others assessed as non-penetrating nick.

Event description:
Device was explanted.